Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: during a right hemicolectomy procedure, the device was not able to fire when using for anastomosis. To finish the procedure, the surgeon opened another device and it worked fine. No injury has been noted to the patient.